Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the stylus was missing, there was a hang during boot-up and there was no wireless connection possible. (B)(4).

Event description:
It was reported that the programmer screen was broken. The programmer was returned to the manufacturer for repair and servicing. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.